Manufacturer narrative:
(B)(4). The customer reported the device was booting up directly into configuration mode and it could not move between options. Also, there was no ac power led. No patient involvement was reported. The device was evaluated by a philips field service engineer. Since multiple parts were replaced to resolve the reported symptoms, we are unable to determine the exact cause of the problem.

Event description:
The customer reported the device was booting directly into configuration mode and it could not move between options. Also, there was no ac power led. No patient involvement was reported.